Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the transanal minimally invasive surgery, when placing suture to sew the defect, the instrument locked on the tissue. In addition, the surgeon cracked the handle, when trying to remove it while squeezing the handle to toggle then cut the suture and then snipped the tissue bite. Another handle and loading unit were used to complete the case. There was no patient injury.